Manufacturer narrative:
Iris field service engineer was sent to the customer location and discovered the valves were not opening when focus was run on the instrument. The fse replaced the evacuation bypass valve (ebv) p/n: 700-3880 and the drain valve (drv) p/n: 700-3882 to resolve the issue. The fse reran controls and the controls passed. The system was operational. (B)(4).

Event description:
The customer called in to report a focus failure. The customer also reported the positive control would fail intermittently. The customer flushed the sample filter 3 times and the controls still failed. There were no erroneous results generated or reported out of the lab.